Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Pump supplies were changed to address the alarm. Blood glucose was in the 200s mg/dl. As the occlusion alarms occurred in the past, tandem technical support was unable to determine a possible cause of the occlusions.